Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope malfunctioned and noticed there was no image. The issue happened during preparation prior to a therapeutic abdominal/transanal procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was not displayed due to a broken r unit (charged coupled device). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope malfunctioned and noticed there was no image. The issue happened during preparation prior to a therapeutic abdominal/transanal procedure. The procedure was completed using a similar device. There were no reports of patient harm.